Event description:
Clinical study: samd case mfg. #6000089-2006-00411. 236 days after a coronary artery drug eluting stenting procedure, the patient experienced a myocardial infarction (mi) and expired. Lesion 1 was a 3.0mm 80% stenosed, bifurcated portion of the proximal left anterior descending (prox lad) artery . The physician treated the lesin with predilatation and successfully placement of a taxus express2 8.8% 3.00x24mm drug eluting stent in the target lesion. Lesion 2 was a 2.75mm, 75% stenosed, bifurcated portion of the 1st diagonal (1st diagonal). The physician treated the lesion with predilatation and succesful placement of a taxus express2 8.8% 2.75x24mm drug eluting stent in one target lesion. There were no complications. The patient was discharged the next day on plavix and aspirin. 236 days after the initial procedure the patient expired. The patient experienced a mi also, but the date is unknown at this time; there was no autopsy and in the opinion of the physician the cause of death was cardiac arrest and it is unknown if the target vessel was involved.